Manufacturer narrative:
If information is provided in the future, an additional supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to a perforation. The lead was initially placed high on the septum so it was moved to a different location. No additional adverse patient effects were reported.